Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent tr was a cascading event of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4+. One clip was implanted, reducing tr to a grade of 1. On (B)(6) 2024, the patient returned to the hospital and imaging showed the clip had detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. On (B)(6) 2024 an additional triclip was performed, and one clip was implanted, reducing tr to a grade of 1.